Event description:
Patient was revised to address an oversized femoral component, which was causing pain. (Left knee)

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product code and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event; however, the initial reporting stated the surgeon thought the femur may have been oversized and the surgery was conducted to downsize the femur. It is also stated in the initial product investigation request, it was not suspected that the device failed to meet specifications. Based on the inability to conclusively identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.